Manufacturer narrative:
This report was previously submitted under medwatch 2648920-2015-00318. No device or photos were received; therefore the condition of the components is unknown. The reported device is used for treatment. Surgical notes were not provided. Specific information on how the femoral canal was prepared prior to cementing and the cement technique used, was not provided. Relevant medical history of the patient is unknown. It is reported that a stryker equivalent exeter medullary plug was used in combination with zimmer cemented cpt stem. It was determined this was not likely to have contributed to the reported condition. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported the patient's medical condition declined during broaching of the femur and again during cement implantation. The patient passed away later that afternoon.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report was previously submitted under medwatch 2648920-2015-00318. (B)(4). No device or photos were received; therefore the condition of the components is unknown. The reported device is used for treatment. Surgical notes were not provided. Specific information on how the femoral canal was prepared prior to cementing and the cement technique used, was not provided. Relevant medical history of the patient is unknown. It is reported that a stryker equivalent exeter medullary plug was used in combination with zimmer cemented cpt stem. It was determined this was not likely to have contributed to the reported condition. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported the patient's medical condition declined during broaching of the femur and again during cement implantation. The patient passed away later that afternoon.

Manufacturer narrative:
Rasps sizes 0 through 5 were returned for review. It was noted that there are few minor wear marks on some of the cutting edges. Dimensions were found conforming to print specifications where measured. The manufacturing dates of the rasps are from january 2012 to march 2012; therefore these devices have potential field age of more than 3 years 5 months. The frequency of use of these devices is unknown. Product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.